Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thoraco/lobectomy procedure, the device worked fine. The device was recognized by a forcetriad generator and end tones, indicating a complete seal cycle, were heard. However post procedure, the patient was transferred to the ICU and about 600cc of bleeding was found on the drain. No transfusion was needed. The patient was sent to operating room again and it was determined that the bleeding was from the right upper lobe a2 where ligasure was used to seal and dissect. The bleeding was controlled by using stapler for a1, ligasure for a2 and ligasure again for a3 peripheral and ligation for mid a3. The vessel diameter of a2 was 2 to 3 mm. The patient has since recovered.